Manufacturer narrative:
Additional information: a photograph of a sticker on the device shelf carton was reviewed. The lot number on the sticker corresponds with the lot number reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. Product analysis summary: the stent was not positioned between the market brands as per specifications due to stretching of the mid to proximal stent segments. Deformation was evident to the 7th to 9th and 16th distal stent segments with struts stretched. Although the stent meets od dimensional measurement criteria, stent deformation is confirmed based on the failed visual inspection. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
An endeavour resolute rx coronary drug eluting stent was attempted to be used to treat a severely tortuous, severely calcified lesion with 95% stenosis in the circumflex (cx) artery. The device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was pre-dilated. The device did pass through a previously deployed stent. Resistance was encountered when advancing the device and excessive force was not used during delivery. It was reported that the device failed to cross the lesion. The procedure was completed with another endeavour resolute rx stent. The patient was reported to be alive with no injury. Analysis of the device revealed stent deformation.